Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure, which was completed with the same device without any clinically significant delay, and no serious injury was reported.